Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2013-22099. It was reported the pt is experiencing inadequate coverage. It is also reported that one of the leads has invalid impedances. On (B)(6) 2013 the pt fell, but noticed no change in stimulation. In turn the pt underwent x-rays to further determine issues(s). X-ray results revealed no anomalies. The next course of action is unk.